Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 43, 28, 46, to 27 mg/dl at the time of the incident. The customer was at 355 mg/dl at the time of the call, which they treated with manual injections. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer had an upper respiratory infection. The caller also reported water damage to the pump, a blank pump display, and a broken belt clip. The insulin pump will be returned for analysis.